Manufacturer narrative:
Citation: dreger et al. Tavr-in-tavr in a patient with a 12-year-old chimney stent: the inverted culotte double chimney technique. Jacc cardiovasc interv. 2024 aug 12;17(15):1846-1848. Doi: 10.1016/j.jcin.2024.05.037. Epub 2024 jul 17. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 76-year-old male patient with a medical history of bypass surgery 22 years prior to treat ischemic cardiomyopathy and transcatheter aortic valve replacement (tavr) 12 years prior to treat severe aortic stenosis. During the tavr implant procedure, a medtronic 29-mm corevalve bioprosthetic valve was successfully implanted; however, during the procedure the patient experienced acute obstruction of the left coronary artery which required emergency implantation of a ¿chimney¿ stent from the left main into the left coronary sinus. More recently, the patient presented with severe aortic stenosis with a mean gradient of 29 mmhg due to structural bioprosthetic valve degeneration. Coronary angiography showed a proximally occluded left anterior descending artery, chronic total occlusion of the two vein grafts and the right coronary artery, and collateral channels from the left circumflex artery to the right coronary artery. Computed tomography revealed severe commissural misalignment of the corevalve. Given the patient¿s high surgical risk the heart team chose a tavr-in-tavr procedure. A non-medtronic 26-mm bioprosthetic valve was successfully implanted inside the corevalve, and a second ¿chimney¿ stent was placed to prevent coronary obstruction. Imaging confirmed satisfactory expansion of both ¿chimney¿ stents and preserved perfusion of the left coronary artery. Post-procedural echocardiography showed good function of the new bioprosthetic valve with a mean gradient of 6 mmhg. No further information was provided pertaining to medtronic products.